Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was reading 236 mg/dl and their sensor glucose was 40 mg/dl. Customer also stated their threshold suspend mode was also activated. Customer was advised their sensor glucose and blood glucose readings will rarely match. Troubleshooting did not find any bent cannulas. Customer was advised their sensor may be damaged. No additional information provided.